Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. After an unspecified length of time in use, it was noted that the tubing separated from the clave. The customer contact stated that this was caught "right away and then they just taped up the set to finish using it", and the therapy was resumed. The customer reported a minimal amount of blood was lost. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.